Event description:
Pump exchanged was reported via device tracking form. Additional information received stated that the patient has been hospitalized since april 2013, which encompasses pump 3 and 4 implants. The pump was exchanged due to an increase in his ldh level which maxed out at 6986 and plasma hgb 69. Patient had been maintained on i.v. Heparin since his admission in april. Also, his hemoglobin and hematocrit (h and h) continuously dropped eventually to 6.9/20 at its lowest. Patient's t bili went to 2.7 at around the same time. He became fatigued and was having abdominal tenderness." The team decided to effectively exchanged the pump on (B)(6) 2013.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.